Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and an error message occurred. Abbott technical support (ts) was contacted and confirmed the device incorrectly stored an iegm. The error message was resolved with the help of ts. The patient was stable.